Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. Five days prior to death, the pt was admitted to the hospital with abdominal pain. Treatment was unknown. The cause of the abdominal pain was unknown. It was reported that the pt did not have peritonitis. The pt passed away while in the hospital. The nurse reported the cause of death as unknown. Dianeal therapy was ongoing until the time of death. The pt was not connected to a hc cycler at the time of death. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of the device service history was performed. The review of service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation an analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review/device history record review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.